Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient was unable to connect with the scs system and the patient controller (pc). The abbott representative met with the patient and confirmed the patient's scs implantable pulse generator (ipg) battery was depleted and would no longer communicate. Surgical intervention to replace the patient's generator would be necessary.